Manufacturer narrative:
The lens was returned in a sealed non-company peel pouch, adhered to a small piece of plastic. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal panoptix 20.5 diopter, add power +2.2 & 3.2 lens was exchanged for a non-company monofocal intraocular lens (iol). Due to the exchange of a multifocal lens to a monofocal lens the monofocal lens was an improved choice for the patient's vision needs. Additional information was provided that the "patient is happy post lens exchange to monofocal iol. Good prognosis as patient is satisficed with monofocal iol". The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was no patient harm and patient issues were resolved, and now the patient was happy.

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was seeing everything in zig-zag pattern. The lens was explanted in a secondary procedure after approximately two months of initial implantation with a monofocal lens. The clinical reason for the explant was a visual disturbance impacting quality of life. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).